Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from (B)(6) 2019 - (B)(6)2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid contained inside the bladder of the device. The reported condition was not clearly observed via the provided photograph. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during patient infusion. The device contained 5% glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.